Event description:
It was reported by the patient that they didn't "do well with the old pacemaker". The leadless implantable pulse generator (ipg) was inactivated and replaced with an ipg system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.